Event description:
Complainant alleged that while attempting to monitor a pt, the associated device was unable to obtain an ECG signal via these electrode pads. The clinician stated that the p's heart rate was obtained using 3 lead cables. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The customer has indicated that the event electrode pads were discarded and they are not available for eval.